Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, sn (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The handpiece passed without incident. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with improper assembly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Refer to the navio surgical system user¿s manual, section assembling the hardware, assembling the handpiece for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Per complaint details, the device malfunctioned during use. Based on the information provided in the field report, no patient injury resulted from the 0-30-minute surgical delay or plan adjustment and the procedure was completed with the same device after re-assembly. The patient impact beyond the reported 0-30 minute surgical delay could not be determined, although no patient injury resulted per correspondence. No further medical assessment is warranted at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, prior to a navio tka, it took two handpiece tests to get an acceptable torque reading. Then, during the surgery, the anspach drill would not stay seated in the handpiece, it became loose, and made it difficult to move the final mm of bone from the distal femur. They re-assembled the handpiece and adjusted the plan 0.5mm to try and get distal resection to the resected number they wanted. They resected 0.5mm more distal. A minimal delay (fewer than 30 minutes) was reported. No patient injury or other complications were reported. Current patient status unknown.